Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3778-45, (B)(4), ubd: 15-may-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding their implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. It was reported the patient had a loss of stimulation 2 to 3 days ago. The patient had a fall that may have led to the loss of stimulation. An impedance check was ran and found all electrodes were greater than 40,000 ohms. The healthcare provider (hcp) plans to replace the lead and battery for MRI compatibility. The issue was still unresolved at the time of the report. Additional information was received from the patient. It was reported they couldn't get their device to work. They had a sudden loss of stimulation yesterday. They have no stimulation at all. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported the ins was not returned for analysis because the customer refused to return the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-24. The rep clarified that the battery was replaced but the lead was not replaced. The issue was resolved and the patient is getting over 50% relief. No further complications were reported/are anticipated.